Manufacturer narrative:
(B)(4) the reported product is an unknown baxter transfer set. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in "the beginning phase of peritonitis" (per patient). The nurse reported the breach in aseptic technique was due to the patient twist clamp on transfer set being left open and therefore the patient was hospitalized and treated prophylactically with sefazol and amikozit for 14 days (dates of therapy, dose, frequency and route not reported) for the event. The patient also reported that "the antibiotic therapy was used for prophylaxis". Dianeal and extraneal therapies were ongoing. The same day as receipt of this report, the patient was discharged from the hospital. It was reported the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.